Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient retained an unspecified fragment. The source of the foreign body is unknown. The hospital's nurse manager confirmed there were no allegations of a da vinci product issue involving a fragment falling inside a patient during a procedure in the year 2022. The patient's status is unknown.